Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed self-test and also mentioned that they experienced a high blood glucose levels of 340mg/dl and eventually over 600mg/dl. The customer declined troubleshooting for high readings. Customer was assisted with alarm troubleshooting. The customer stated that they were unable to perform the self-test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit alarmed motor error during occlusion test due to faulty force sensor resistor. Also, unit received with failed self-test alarm during self test due to a faulty radio frequency board. Unable to perform occlusion test, prime test, excessive no delivery test due to motor error alarm. The insulin pump was received with normal operating currents and passed unexpected restart error test, rewind test, basic occlusion test and displacement test. Motor passed motor test. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.